Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with the pump displaying 67 mg/dl while a separate check indicated 70 mg/dl; no calibration was required, and the user treated the low with juice and glucose tablets per guidance to administer 15 g every 15 minutes until in a comfortable range. Symptoms included low blood glucose. Outcomes included user self-treatment without escalation of care. Investigation included troubleshooting and education with the user regarding hypoglycemia management. Investigation of this case revealed no device malfunction was identified and no calibration or alarm issues were reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.